Manufacturer narrative:
Complained product will not be not available.

Event description:
No symptoms [no adverse event] bottom part of the head fell off in mouth - oral-b [device breakage] came loose - oral-b [device connection issue]. Case narrative: 77 year old female consumer via phone stated that the bottom part of the oral-b toothbrush head fell off in her mouth. They experienced no symptoms and the oral-b toothbrush head just came loose. No injury was reported.